Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2015 and mesh was used. During the procedure, several micro holes were noted in the packaging upon opening. Another like device was used to complete the procedure with no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
(B)(4): the actual sample was returned for evaluation. Visual examination revealed completely opened foil in strongly crumpled condition and a lot of holes which are located in folds/kinks of both foil sides. It could neither be determined when these holes were formed nor why the foil has this crumpled appearance. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.